Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review:there is a temporal relationship between pd therapy utilizing the fresenius cycler/cassette and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a device malfunction or product deficiency with the fresenius cycler/cassette was associated with the event. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Based on the reported information, the patient¿s peritonitis was most likely due to a breach in aseptic technique during the pd exchange.

Event description:
During a customer experience survey, it was reported that this patient experienced a serious infection while previously on peritoneal dialysis (pd) modality. There were no recorded issues with a fresenius device, or product in relation to the reported event. In additional follow-up, the nurse stated this patient had a previous peritonitis infection on (B)(6) 2021 while on pd therapy with unknown fresenius cycler/cassette. Per the nurse, the pd culture was obtained in the pd clinic and grew the bacteria staphylococcus aureus. The patient was treated with intra-peritoneal antibiotic therapy and recovered. The nurse stated the event was not related to any issues with fresenius products. The nurse stated the peritonitis was due to a breach in aseptic technique during the pd exchange. Patient subsequently transitioned to hemodialysis. No further information is available.

Event description:
During a customer experience survey, it was reported that this patient experienced a serious infection while previously on peritoneal dialysis (pd) modality. There were no recorded issues with a fresenius device, or product in relation to the reported event. In additional follow-up, the nurse stated this patient had a previous peritonitis infection on (B)(6) 2021 while on pd therapy with unknown fresenius cycler/cassette. Per the nurse, the pd culture was obtained in the pd clinic and grew the bacteria staphylococcus aureus. The patient was treated with intra-peritoneal antibiotic therapy and recovered. The nurse stated the event was not related to any issues with fresenius products. The nurse stated the peritonitis was due to a breach in aseptic technique during the pd exchange. Patient subsequently transitioned to hemodialysis. No further information is available.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. Additionally a manufacturing review could not be performed after no results were found from an sap search for products shipped to the patient for the three (3) month timeframe immediately preceding the reported event date. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.

Event description:
During a customer experience survey, it was reported that this patient experienced a serious infection while previously on peritoneal dialysis (pd) modality. There were no recorded issues with a fresenius device, or product in relation to the reported event. In additional follow-up, the nurse stated this patient had a previous peritonitis infection on 2/jul/2021 while on pd therapy with unknown fresenius cycler/cassette. Per the nurse, the pd culture was obtained in the pd clinic and grew the bacteria staphylococcus aureus. The patient was treated with intra-peritoneal antibiotic therapy and recovered. The nurse stated the event was not related to any issues with fresenius products. The nurse stated the peritonitis was due to a breach in aseptic technique during the pd exchange. Patient subsequently transitioned to hemodialysis. No further information is available.

Manufacturer narrative:
Correction: h6 (device component code, investigation findings, investigation conclusion), h10 (plant investigation, removal of final sentence incorrectly stating that reported issue is not confirmed). Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. Additionally a manufacturing review could not be performed after no results were found from an sap search for products shipped to the patient for the three (3) month timeframe immediately preceding the reported event date. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description.